Manufacturer narrative:
H10: the customer reported continuous bubbles, and returned one sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity and then pressure tested with a bd syringe at all the smart sites, but no issues were found. The customer complaint of air in line could not be confirmed. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified without a replicated failure.

Event description:
No additional information was provided.

Event description:
It was reported, alaris smartsite, continuous bubbles no matter what site we hooked it up to. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.